Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had button error and scratches on screen that blur the display. Customer's blood glucose value was unknown. Customer also stated insulin pump took longer and made louder noise while rewinding. The insulin pump will not be returned for analysis.